Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the asymptomatic patient's right ventricular lead exhibited stored episodes of lead noise from (B)(6) of 2019. The patient was seen in clinic on (B)(6) and the noise could not be reproduced. Programming changes were made to the alert frequency and the patient would be monitored.